Event description:
A report was received that the patients ipg had reached its end of life. The physician felt that the ipg had depleted prematurely as the patient had the implant less than three years. The patient was not a high energy user. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The ipg will be returned.

Event description:
A report was received that the patients ipg had reached its end of life. The physician felt that the ipg had depleted prematurely as the patient had the implant less than three years. The patient was not a high energy user. The patient underwent an ipg replacement procedure and was doing fine post-operatively. The ipg will be returned.

Manufacturer narrative:
The returned ipg passed the functional test and it does not draw high current. Lab analysis of the device did not reveal any anomalies. The reported elective replacement indicator state was confirmed. The message will appear when the non-rechargeable device battery approaches below 2.65 volts. Review of the ipg datalog revealed no anomalies that would suggest that the ipg battery depleted abnormally. The ipg passed the functional test and it does not draw high current. Lab analysis of the device did not reveal any anomalies.